Manufacturer narrative:
The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent and ipg replacement. The patient was experiencing gait freezing and falls. It was noted that the patients stimulation amplitude was set high. The physician was concerned that reducing the amplitude caused the patients symptoms to worsen. It was also indicated that the patient went to the emergency services with off-symptoms and freezing while the ipg was to have been turned on. A cat scan was performed which indicated the one of the leads was correctly placed and the other was minimally below the target area. It was noted that system was switching on and off by itself and that the therapy was not adequate, the physician suspected ipg malfunction. The patient is doing well postoperatively.

Manufacturer narrative:
A database analysis of the ipg was performed, the results indicate that there is no reason to suspect any device malfunction.

Event description:
A report was received that the patient underwent and ipg replacement. The patient was experiencing gait freezing and falls. It was noted that the patients stimulation amplitude was set high. The physician was concerned that reducing the amplitude caused the patients symptoms to worsen. It was also indicated that the patient went to the emergency services with off-symptoms and freezing while the ipg was to have been turned on. A cat scan was performed which indicated the one of the leads was correctly placed and the other was minimally below the target area. It was noted that system was switching on and off by itself and that the therapy was not adequate, the physician suspected ipg malfunction. The patient is doing well postoperatively.